Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited an increase in pacing thresholds, from 0.4 v at implant to 7.5 v currently with an occasional loss of capture. The local guidant representative questioned whether this would affect the ability of the device to convert patient's with shocks.